Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds. This lead was explanted, and a left bundle pacing lead was placed. No additional adverse patient effects were reported. Additional information was obtained indicating that the cause of the high threshold was due to lead dislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Blood or body fluid was noted in the lumen, which is normal for open-tip leads. The setscrews were in the correct location on the terminal pin and visual inspection shows no abnormalities. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds. This lead was explanted, and a left bundle pacing lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Blood or body fluid was noted in the lumen, which is normal for open-tip leads. The setscrews were in the correct location on the terminal pin and visual inspection shows no abnormalities. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Based on the available information, boston scientific concludes that although this lead passed all available testing, this event occurred as a result of a known and documented possible adverse consequence. Correction to field h6 evaluation conclusion code.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds. This lead was explanted, and a left bundle pacing lead was placed. No additional adverse patient effects were reported. Additional information was obtained indicating that the cause of the high threshold was due to lead dislodgement. No additional adverse patient effects were reported.